Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there were episodes of ventricular noise reversion on the right ventricular lead. It is possible that the noise is indicative of a lead integrity issue. The device was reprogrammed to address the ventricular lead noise, and the patient was asymptomatic to the event.